Manufacturer narrative:
The device was not returned for evaluation. A DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. Root cause is unknown., however review of the foreseeable sequence of events indicated in risk management file indicates the most likely reason for reported failure of "unintended movement of the patient¿s head¿ is: clinician or staff applied an inadequate load to the patient¿s head, clinician used unapproved skull pins; index locking mechanism was not fully engaged; clinician/staff applied a clamping load greater than the patient¿s skull could support.

Event description:
A nursing qa manager reported that on (B)(6) 2018, a a1059 modified skull clamp was used for a parietal craniotomy for tumor surgery when the clamp slipped and caused laceration. The patient was placed in skull clamp and the ratchet mechanism was not smooth and the torque screw spring may have been working improperly. The patient had lacerations that required stapling. There was a 20 minute delay in surgery. The staff did not sequester the skull clamp so it can't be sent in for evaluation. Inspections were performed on all the skull clamps in the hospital on (B)(6) 2018 and identified one with a sticking ratchet. The hospital is sending that for repair as they are not positive it was the part in question. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
Additional information received in the form of a medwatch on 08nov2018: patient demographics and relevant medical history (new onset solitary lesion in right parietal brain area). There were no updates to the investigation based on the additional information received.

Event description:
N/a.